Event description:
It was reported that clinician contacted arrow clinical support (acs) advising that she had a patient on an autocat pump and she was getting "gas loss alarms." The pump was exchanged and they had not gotten a repeat alarm with the new pump. There were no reported patient complications.

Manufacturer narrative:
Arrow field service (afs) contacted hospital biomed. Biomed ran the pump and could not duplicate the alarms. A leak test was also performed with no alarms. Biomed returned the pump to service.